Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02987 and 0001822565-2019-02988. (B)(4). Concomitant medical products: femoral component option for cemented use only size d left, catalog#: 00588001401, lot#: 63351667; stem extension straight 18mm dia x 100mm length(combined length 145mm), catalog#: 00598801018, lot#: 63529028; tibial component precoat size 3, catalog#: 00588000300, lot#: 11022032; stem extension straight 14mm dia x 100mm length(combined length 145mm), catalog#: 00598801014, lot#: 63856029. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately seventeen (17) months ago. Subsequently, the patient was revised due to disassociation of the threaded post from the femur causing instability. No additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface shows signs of being implanted as well as being nicked and gouged. The articular surface has metal embedded onto the proximal and distal surface. The hinge post extension shows damage like fractures and gouges to the threads. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.